Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the placement of a coil, a clot had formed near the neck of the aneurysm. Therefore, the coil was removed and the patient was administered ozagrel. The procedure was completed successfully and the patient was reported to be fine.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vessel thrombosis is a known risks associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the placement of a coil, a clot had formed near the neck of the aneurysm. Therefore, the coil was removed and the patient was administered ozagrel. The procedure was completed successfully and the patient was reported to be fine.